Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that a patient reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 67 mg/dl (meter), 'hi' mg/dl (meter), and 88 mg/dl (lab). No adverse event reported. Requested return of suspect strips.